Manufacturer narrative:
(B)(4). Date sent: 03/01/2021. D4: batch # u5dc5v. H6: component code = mechanical (g04). Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device from anvil area with a green reload loaded and the anvil can be seen bent upwards. Based on the photo reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition. It should be noted that product failure is multifactorial. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during the laparoscopic left hemihepatectomy surgery, after fired, noted that the anvil was bent. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.